Manufacturer narrative:
A review of the drilling protocol and surgical report indicate the case was properly planned. Guide was evaluated upon return and was it was evident from the remaining adhesive on the surgical guide that the sleeves were properly adhered to the guide prior to leaving vulcan custom dental, the surgical guide also passed the final qc operation prior to shipping. Clinician should have immediately discontinued using the surgical guide when it was observed the sleeves were no longer secure as this no doubt was the cause of the misalignment.

Event description:
Utilizing surgical guide print 003, clinician noted guide sleeves came loose during surgery which resulted in inaccurate implant placement in locations #18 and #20. Implants were subsequently removed; location #18 was grafted and a shorter implant was placed in location #20.